Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-05221. It was reported that when the patient presented remotely via merlin.net transmission, inappropriate auto mode switch (ams) and high ventricular rate alerts due to rv and ra lead noise were observed. The patient was scheduled to be presented in clinic for isometric testing. The patient will be monitored.

Event description:
New information received notes that isometric testing could not reproduce the noise on atrial and ventricular leads. The source of noise was possible due to external 60-cycle interference. The patient was not dependent. The patient did not have any symptoms and was discharged.